Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed tsh results generated on the alinity I processing module for a 49 year old female patient undergoing dialysis. The following data was provided: on (B)(6) 2023 sample ID (B)(6) tsh result = 0.0670 uiu/ml on (B)(6) 2023 same patient, new sample obtained. Sample ID (B)(6) tsh result = 0.0673 uiu/ml sample ID (B)(6) (same patient as sid (B)(6) tsh result = 0.0647 uiu/ml repeat measurement on (B)(6) (same patient as sid (B)(6) sample ID (B)(6) tsh result = 0.0195 uiu/ml . No impact to patient management was reported.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. The ticket search determined that there is as expected complaint activity for the likely cause lot. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. The ticket trending review of at least 12 months complaint data for the likely cause list number did not identify any trend regarding commonalities for lot number and issue. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance was reviewed using data gathered from customers worldwide. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field and confirms no systemic issue for this lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the alinity I tsh reagent lot 53233ud00 was identified.

Event description:
The customer observed falsely depressed tsh results generated on the alinity I processing module for a 49 year old female patient undergoing dialysis. The following data was provided: (B)(6) 2023 sample ID (B)(6) tsh result = 0.0670 uiu/ml (B)(6) 2023 same patient, new sample obtained. Sample ID (B)(6) tsh result = 0.0673 uiu/ml sample ID (B)(6) (same patient as sid (B)(6)) tsh result = 0.0647 uiu/ml repeat measurement on (B)(6) (same patient as sid (B)(6) ) sample ID (B)(6) tsh result = 0.0195 uiu/ml. No impact to patient management was reported.